Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations are note on all tubes of the pump, surrounded by abrasion. Testing revealed these to not be sites of leakage. Abrasion was noted on the cylinder 1 exhaust tube. No functional abnormalities were noted with either cylinder or detached tubing. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer pump exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break at connection.